Event description:
International affiliate reports the patient displayed symptoms of shunt malfunction and a decision was made to operate on the patient in order to examine the valve. The surgeon removed the ventricular catheter and found most of the holes were filled with tissue. The catheter was replaced. Under x-ray the valve and the peritoneal catheter could not present with contrast medium. The surgeon attempted to pump the valve using saline solution without success and the valve was explatned.